Event description:
I had the essure put in after my daughter was born in 2010, 6 months after it was put in had severe stomach pain to the point I had to have a partial hysterectomy and every now and then I still feel the pain.